Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the device was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was damaged. The affected eye was the left eye; however, the extent of patient contact is unknown. It was noted that the issue was not related to use error. There were no medical and/or surgical interventions such as incision enlargement, vitrectomy, or sutures required and no surgical/medical interventions is planned for the future. It was indicated that the product will not be returned. No further information was provided.